Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the defibrillator "does not power up in ac power without battery. Ac power led does not light." There was no patient involvement.